Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of dry eye one month post (prk) photorefractive keratectomy. Pt has been using artificial tears as needed. There are two medial device reports associated with this event. This report references the left eye.